Event description:
The customer reported a reddish diluent leak emanated from under aspiration probe on the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer stated the puddle was 6 inches long however, he was unable to determine the quantity. The fluids that may be associated with this incident are blood, controls and diluent. The operator was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds, however, the facility does have an exposure control / risk management plan in place. Field service was not dispatched for the event, since the customer was able to find a loosen tubing at (B)(4). The customer reattached the tube, which resolved the leak. No additional leaks have been reported or noted since the event.

Manufacturer narrative:
The cause for the leak was loose tubing at (B)(4).